Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of 2 separate shocks. It was noted that the patient was hypoglycemic, which, was felt to have resulted in a change in morphology. Programming changes were made for optimization of the sensing vector and the patient underwent hemodialysis. This product remains implanted and in service. No adverse patient effects were reported.